Event description:
The customer was hospitalized for dka. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Explained the two high bg rule. Instructed that the customer call to perform the high-pressure test when the clamp arrives.